Manufacturer narrative:
Other applicable components are: product ID: 37086, serial# (B)(4), product type: extension. Product ID: 37086, serial# (B)(4), product type: extension. Product ID: 3389s, serial# (B)(4), product type: lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was found that the validity period labelled on the products was not the same as previously provided. The consumer alleged that they think the products had a problem, so they were not accepted. The validity period is to be confirmed in the registration certificate of the products. There was no patient involvement noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the hospital had not yet used the device and therefore was never implanted in a patient. It was clarified that the hospital's system could not get the exact expiration date by scanning the code. No further complications are anticipated.